Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman laa closure device was implanted. The following year post procedure, a device related thrombus was noted. No further information was provided. It was further reported that this event is a duplicate to what was previously reported under report number 2134265-2020-01090. The thrombus was identified on the face of the closure device when the patient presented for their 45-day follow up transesophageal echocardiogram (tee). Anticoagulants were continued. The patient presented again 3 months post procedure for a computed tomography scan for which the thrombus still remained on the device, along with a thrombus to the non-bsc tavr valve. Complete seal was still observed at this time. The patient's medication was changed to warfarin and will follow up at a later date.

Manufacturer narrative:
A2: age at time of event - updated. B3: date of event - estimated as it was noted this occurred on an unknown date in 2020 b5: describe event or problem - updated with additional narrative from duplicate record and note of duplicate report. B6: relevant tests/laboratory data - updated based on information from duplicate record. B7: other relevant history- updated based on information from duplicate record. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code - updated. E1: initial reporter first name, initial reporter last name, initial reporter address 1, initial reporter fax - updated. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email - updated.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman laa closure device was implanted. The following year post procedure, a device related thrombus was noted. No further information was provided.

Manufacturer narrative:
Date of event: estimated as it was noted this occurred on an unknown date in 2020.